Event description:
It was reported that the pt stated the stimulation was not covering their feet and legs. The device had been reprogrammed and this only caused muscle spasms. The pt stated that when the stimulation was on or off she feels a "pulling sensation in back" where lead was located. This started about 6 months ago and had worsened over the last two weeks. The pt could see a lump on her back and felt like something was sticking out. The pt stated it felt worse when the device was turned off. The hcp took x-rays at a follow-up appointment and confirmed the lead had slipped. The pt was looking for a new hcp within her insurance network. The pt was at home. No further outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4)